Event description:
It was reported that a patient underwent spine surgery on (B)(6) 2012 and a drain was inserted. On (B)(6) 2012, when removing the drain, it was noted that it was broken. The doctor commented there was resistance when removing it. The patient underwent a re-operation on the same day to remove the fragment. The patient is stable condition and still hospitalized. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1227672, mfg date: 03/01/2012, exp date: 03/31/2017. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. Two pieces of the drain were returned. Received also was the small piece of drain inside the petri cup. The broken area is very indented and uneven. The drain was apparently damaged during surgical manipulations or was sewed, and then broke in the damaged area.